Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event on (B)(6) 2025. The user provided an example showing sg: 70 mg/dl and bg: 54 mg/dl at (B)(6). A review of dms confirmed that at (B)(6) on the same date, sg was 76 mg/dl and bg was 54 mg/dl. The user did not receive a low glucose alert at the time of the event because the sg did not fall below the alert threshold. The user did not seek medical treatment and resolved the event by eating a roll. The user's hcp was not aware of the event, and the user was advised to follow up with the hcp for further medical guidance. Per dms, the user is currently using the system.

Manufacturer narrative:
The user reported experiencing a low glucose event on 29-aug-2025 at approximately 9:08 am (sg 70 mg/dl, bg 54 mg/dl). A review of the data management system (dms) showed that at 9:15 am the user's sg was 76 mg/dl with a corresponding bg of 54 mg/dl. Review of the alert history confirmed that the user did not receive a low glucose alert around the reported time, as the sg did not fall below the alert threshold of 60 mg/dl. The user did not seek medical treatment and reported resolving the event by eating a roll. The user's hcp was not aware of the event, and the user was advised to follow up with their hcp for further medical guidance.in an associated case of sensor inaccuracy an RMA was issued for further investigation. Sensor was returned from the field. Visual inspection showed no anomalies. Functional testing showed no malfunction. Review of the dms data confirmed that sensor inaccuracies were observed, however no definitive failure mode could be determined from the in vivo data available raw sensor data was stable and values were well above threshold. The returned product analysis did not reveal any functional anomalies with the sensor itself. Consequently, the observed performance issues are presumed to be associated with the in-vivo condition of the hydrogel,an environment that could not be replicated under laboratory testing conditions. D2b.corrected from sba to qhj. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.